Manufacturer narrative:
The tube was discarded and therefore not available for failure investigation. The lot number is unk. No analysis or conclusions can be drawn without the device, or the lot number.

Event description:
The caller reported that he replaced his tracheostomy tube on monday and the replacement was routine. In the evening the tracheostomy tube failed and would not hold air. On tuesday he replaced the tracheostomy tube.